Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -2.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Manufacturer narrative:
H6: device code 1494: off-label use (acd<3.00mm) should be added to initial MDR. Claim #(B)(4).